Event description:
Immediately after transseptal puncture and flushing, a transient level drift of st-segment of ECG was noticed, maybe due to a gaseous microemboli. The drift disappeared and the procedure was carried out without any reported patient consequences. (B)(6). The same happened other two times in the same hospital, but the devices involved were discharged.

Manufacturer narrative:
Manufacturer ref # (B)(4). Preface sheath was functionally tested and no anomalies were observed while sheath was flushing via stopcock. Water flowed normal through the tubing and the sheath body. No leakage or issues were observed during the test that could cause the failure reported by the customer. Also, preface sheath and vessel dilator were visually evaluated and it was found with no anomalies. DHR review revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Complaint cannot be confirmed.

Manufacturer narrative:
Additional information from customer (affiliate): they used in all three cases the medtronic brockenbrough needle. They always use this needle with the preface. No issue was noticed during sheath preparation. According to the physician the issue can be caused by a defective valve in the preface sheath that allowed some air to enter. The preface sheath was introduced in the right atrium and the air was aspirated from the valve. After transseptal puncture preface sheath was introduced in left atrium. At this point an st-segment elevation was observed on the patient's ECG. The elevation disappeared by itself and the patient didn't have any reported consequence. The procedure was afib and the event did not require intervention or hospitalization. The outcome of the adverse event was full recovery and the prognosis for the patient is excellent. The causality of adverse event was possibly device related. The facility did not provide further information regarding the patient or the procedure. If the single use product is returned to bwi, an investigation will be performed and a 3500a supplemental report will be submitted to the FDA. (B)(4).